Manufacturer narrative:
The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the pt presented to the hospital with acute stroke symptoms, and an nihss of 15 and mrs of 5. Prior to treatment with the penumbra system, 63 mg of IV tpa were administered. The study device was used on the target vessel, left m1. On (B)(6) 2010 a small petechiae was found in the thalamus with possible relationship to both the study device and angiographic procedure. It was resolved without any actions taken and was not reported as a serious adverse event.